Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the channel tube, biopsy channel and the scope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: h6 - component code (841-imager is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root for the unspecified foreign material clogged biopsy channel cause could not be determined since no deviation from instructions for use reprocessing manual were confirmed, and no physical damage of the device where the material was detected. However, it is likely that during device handling by the user, unspecified foreign material clogged the biopsy channel, therefore the forceps did not pass through. The event can be detected by handling the device in accordance with the following instructions for use: inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.